Event description:
It was reported that difficulties with deflation occurred. The stenosed target lesion was located in the mildly tortuous abdominal aorta. A 27/7/2/100 equalizer balloon catheter was advanced for dilatation. During the procedure, the balloon has difficulty deflating. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis and no damages were observed in the device returned. Under microscope no damages were observed. The functional test is performed, and it can be inflated and deflated the balloon normally. Based on the evidence, the as reported code ballon failure to deflate cannot be confirmed, since no damages were found during the product analysis and the balloon inflated and deflated normally.

Event description:
It was reported that difficulties with deflation occurred. The stenosed target lesion was located in the mildly tortuous abdominal aorta. A 27/7/2/100 equalizer balloon catheter was advanced for dilatation. During the procedure, the balloon has difficulty deflating. The procedure was completed with another of the same device. There were no patient complications reported.